Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was attempted during implantation due to helix issues. The physician experienced difficulties positioning this lead and the helix mechanism was deployed multiple times. At this point there was noted resistance from the stylet to go down the lead. Eventually the helix was not able to be extended anymore. The lead was removed and examined. The helix and defibrillator coils appeared to be deformed. A new lead form the same model was used to complete the procedure. No adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Visual inspection noted deformation on the insulation and conductor coils. This is consistent with the lead being placed through a constricted area, confirming the difficult to position and damaged shocking coil allegations. The damaged electrode end allegation was not confirmed. A stylet insertion test passed without issue which indicate no blockage in the lumen. The helix mechanism was retracted and dried blood/body fluid was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was attempted during implantation due to helix issues. The physician experienced difficulties positioning this lead and the helix mechanism was deployed multiple times. At this point there was noted resistance from the stylet to go down the lead. Eventually the helix was not able to be extended anymore. The lead was removed and examined. The helix and defibrillator coils appeared to be deformed. A new lead form the same model was used to complete the procedure. No adverse patient effects were reported. The device is expected to be returned for analysis. The device was returned for analysis.